Manufacturer narrative:
The monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a device malfunction.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2015. The patient's downloaded software flags indicated that the patient was treated prior to passing on (B)(6) 2015. During a follow up about the treatment event, the patient's son reported that the patient's sugar had gotten very low and that paramedics arrived at the home to transport the patient to the hospital. The paramedics removed the lifevest from the patient and the patient passed away in the hospital on the evening of (B)(6) 2015 while not wearing the device. Per review of the event, the lifevest delivered a treatment at 20:56:11 on (B)(6) 2015. The rhythm at the time of the treatment was bradycardia at 45 bpm with bbb. The patient remained in bradycardia at 45 bpm with bbb after the treatment. Oversensing of a small cardiac signal contributed to the false detection.